Event description:
[Salivadirect] treatment under emergency use authorization (eua): a false positive reported confirmed was false positive with follow up testing. Caused contact tracing and request to quarantine which was not necessary once follow up testing was completed. FDA safety report ID # (B)(4).